Event description:
It was reported that the device pin broke off in the socket of the remote dose. There was no delay of therapy. The event occurred during use. There was no reported patient harm. Further investigation of the device found that the upstream occlusion (uso) seal was separating from the chassis.

Manufacturer narrative:
One device was received for investigation. Upon investigation, the uso seal was found to be separated from the chassis. The uso seal was replaced, and the downstream occlusion seal was replaced for preventative maintenance. The device passed all testing after the repairs were completed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.